Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump settings were set up in a way so that the customer "would not suffer as much from hypoglycemia". Reportedly, the customer experienced a low blood glucose. However, the exact value was not provided and the customer did not provide further information regarding the event.